Event description:
Patient presented with noise and inappropriate therapies. X-ray revealed that one of the inner coils was exposed through the outer insulation between svc and rv coils. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.